Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult stylet removal is unconfirmed because the problem could not be reproduced. One 5 fr t/l powerpicc catheter with its inlaid stylet and t-lock extension set was returned for evaluation. An initial visual observation of the returned catheter showed no obvious use residues throughout the returned devices. No obvious saline use residues were observed along the tubing of the catheter lumens nor the t-lock extension set. The t-lock extension set was observed to be detached from the red luer of the catheter and still attached to the stylet inserted into the red lumen of the catheter. A functional test of attempting to slide the stylet out of the red lumen of the catheter shaft revealed the stylet was easily removed with no resistance. A functional test of attempting to pull the stylet through the rubber stopper of the t-lock extension set revealed the guidewire was able to pull through the stylet with appropriate resistance. A microscopic observation revealed nothing remarkable along the stylet. No damage was observed along the stylet. Measurement of the diameter of the stylet was compared against drawing and part number sa5005375. The stylet was measured to be .0145 in. In diameter, which is within the drawing specifications of .0150 +.0010/-.0015. No difficulty was observed during attempts to remove the stylet; therefore, the complaint of difficult stylet removal is unconfirmed. The stylet must be flushed to properly hydrate the device before removal to prevent damage to the stylet and catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the stylet does not fall out of the catheter. There was no patient contact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.